Event description:
It is reported that a customer experienced high blood glucose. The customer's blood glucose was unknown at the time of the call. The customer states that they received a lost signal alert and feels that the insulin is not being delivered properly at times. The customer declined trouble shooting and states if the issue persists then they will call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.